Event description:
It was reported that the reported battery voltage was 2.57v in the office and reports on the quick look screen reports 2.20v. A save to disk report was submitted and the manufacturer's technical consultant found the batery voltage to be 2.96 to 3.00v. It was later reported that the device reached elective replacement indication possibly prematurely and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the reported battery voltage was 2.75v in the office and the quick look screen reports 2.20v. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and low telemetered battery voltage was observed. On (B)(6) 2010, the battery voltage with telemetry was 2.2v and the daily measurement was 2.9v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and low telemetered battery voltage was observed. On (B)(6) 2010, the battery voltage with telemetry was 2.2v and the daily measurement was 2.9v. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found that the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(6) 2010 which is before explant. The eri is the result of high internal battery resistance.